Event description:
It was reported that the device was explanted. It was not working properly and was causing pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy222888h ) showed no anomaly found. Final analysis of lead model 3889-28 showed lead body cut through, product segmented. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va093z8, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.